Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event was reported via medwatch MDR report #mw5162363 and involved unspecified 7" extension set purple clamp. The medwatch stated: "this patient was found with blood on her stomach and on the pad under her. It was discovered that the IV tubing was broken approximately 5 inches from the hub where the tubing connects to the luer lock infusion tubing. Blood was back flowing from the IV tubing onto the patient. The IV tubing was intact during bedside shift reporting at 1900 as well as during a bed change at that time. The tubing was replaced." There was patient involvement but harm was not reported as a consequence of this event.